Event description:
The clinician reports the implant was inserted 2023(B)(6) in ada 22. On 2023-(B)(6), non-osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, bleeding and fistula. No further patient complications were reported.